Event description:
A tips procedure was performed. During the procedure, a 180cm angled glidewire was used. The wire is coated with a hydrophilic coating. A portion of the coating stripped off the wire inside the liver. The coating can be seen under fluoroscopy. It is not in a location that can be retrieved. It was left in the body (in the liver).